Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information

Event description:
Customer initially reported that the doctor turned device on and it started to smoke. On 9/7/2016 customer has no further information.

Manufacturer narrative:
On 10/17/2016 integra investigation completed. No manufacture date available. Method: failure analysis, device history evaluation. Results: failure analysis - a visual inspection found the chassis and cover have physical damage, the front bezel is cracked, the turret is melted, the interlock switch is bent, interlocking edges of top cover are damaged, the switch body is broken and the ferrite had broken off and was taped down. Attempt to functional test the 9300 light source found the unit immediately blew the fuses. A visual inspection of the power supply found no burnt components. The turret was replaced to resolve the complaint as reported. Additional parts were replaced to repair and update the unit. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the physical evidence of the received unit would indicate it did smoke at some point. The amount of heat applied to cause melting on the turret port such as found was the likely source of the smoking but, this was not conclusively determined. The complaint is considered confirmed.